Event description:
On an unk date, the pharmacist reported that the customer had a needle remain in the skin to an unk area of the body. On an unk date, the customer went to the hospital and an incision was made but the needle was not found. The customer then went home and found the needle on the floor at their home. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.